Event description:
It was reported that the lead was inadvertently dislodged during a surgical procedure and the coil began to separate. The lead was explanted and replaced. It was also noted that the patient was enrolled in the systems longevity study. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).